Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #: 1627487-2018-03942: it was reported the patient was not receiving effective stimulation due to left lead migration. The patient underwent surgical intervention on (B)(6) 2018, where the physician decided to implant an additional lead restoring therapy. No devices were removed. Note: both leads are being reported as it is unknown which is liable.